Manufacturer narrative:
Life threatening was inadvertently checked off. This report was not associated with a life threatening event. (B)(4).

Event description:
It was reported that there was a request for an unknown repair for an attachment device. It was unknown if the device was used in a surgical procedure or if there was a delay. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been received. Reliability engineering evaluated the device and observed that the attachment device does not function. Evidence indicates this is due to usage wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).